Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had a failed battery test. Customer's blood glucose was 93 mg/dl. After troubleshooting was done, the customer was advised to discontinue the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected failed battery test alarm noted. The insulin pump was received with minor scratched display window, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker.